Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2008 - the patient underwent an exploratory laparotomy, cystourethroscopy, abdominal sacrocolpopexy and extensive lysis of adhesions with implant of a bard/davol flat mesh for pelvic organ prolapse. Of note, during the procedure the patient was found to have extensive bowel adhesions over the bladder and vaginal cuff. (B)(6) 2012 - the patient presented with symptomatic mesh erosion and had a partial explant of the bard/davol flat mesh.